Event description:
It was reported that the user experienced hypoglycemia after announcing a meal while glucose was 72 mg/dl, with subsequent readings in the 60s and a nadir of 55 mg/dl, and treated the event with oral fast-acting carbohydrates (juice); no device-specific malfunction or component issue was identified. Symptoms included hypoglycemia without reported physical manifestations. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to associate the event with a device problem or specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.